Manufacturer narrative:
H3, h6 the real intelligence cori, pn: rob10024, sn: (B)(6) used in treatment was not returned to the designated complaint unit for evaluation, therefore visual and functional evaluations could not be performed. The software files were provided for investigation, where screenshot and log file review of the case did not confirm the ¿system time out¿ error messages in the cut screens. However, the drill was functionally evaluated where a case was attempted and the reported flicker between a checkmark and an ¿x¿ was confirmed. The flickering is likely the result of a failed exposure motor. It is also likely that the exposure motor had died while burring, resulting in reported the ¿system time out¿ error. The failed exposure motor issue is under further investigation for corrective and preventative action. This situation is captured in the risk assessment released at the time of the complaint. The failure mode and associated risk have been anticipated within the risk file and that the documented risk level is still adequate. A review of manufacturing records indicate the software met all specifications upon release into distribution. A complaint history review found similar reports. A review of prior escalation actions was performed and found no actions that are applicable to the scope of the reported complaint. This issue will be continuously monitored through complaint investigation and post market surveillance. Based on the investigation, no containment or corrective actions are recommended at this time.

Event description:
It was reported that they had issues calibration during set up for a cori-assisted tka surgery, then they ran a kpc test and passed. Then they went to case and were able to calibrate. They planned and burred for about 30 seconds and got a system time out error. The surgeon removed his foot from the pedal and removed the bur from the cut zone. The error return after it attempted to re-home and threw a few more errors. They attempted to quit the case and unplugged, but when they replugged, the check mark for the real intelligence robotic drill on the screen just flickered and would not stop . They did a hard shut down to get out of it. They switched hand pieces and completed the procedure with a delay of less than 30 minutes. The patient was not harmed.